Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer sizing balloon ii was chosen for an atrial septal defect (asd) procedure. Doing procedure, they went to use a sizing balloon and the balloon ruptured at the tip of the balloon. The patient was reported stable.

Manufacturer narrative:
An event of a material rupture was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported material rupture could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer sizing balloon ii was chosen for an atrial septal defect (asd) procedure. Doing procedure, they went to use a sizing balloon and the balloon ruptured at the tip of the balloon. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient was reported stable.